Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has far-field sensing post operation. The far-field sensing was attempted to be removed by reprogramming the lead parameters but to no avail. The physician elected to leave the lead in use. No patient complications have been reported as a result of this event.